Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that indicates that this patient underwent a revision procedure due to the high pacing impedances. There was no inadequate therapy and no loss of stimulation. The lead was surgically capped and abandoned. There was no visible signs of an insulation problem or lead conductor fracture. A new lead was successfully implanted.

Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range right ventricular (rv) pace impedance measurements greater than 2,000 ohms. The cause of the out of range impedances have not been reported. The patient is not pacemaker dependent.